Event description:
2nd degree burn on the back after 4 hours of application [burns second degree], heatwrap was too hot [product quality issue]. Case description: this is a spontaneous report from a contactable physician via (B)(4), the (B)(4) regulatory authority. Regulatory authority report number (B)(4). A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2015, the reporter stated the patient experienced a 2nd degree burn on the back after 4 hours of application. The patient mentioned the product was too hot. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The evaluation of one retain showed no obvious defects. An evaluation of the complaint history confirmed that this was the first complaint for the sub-class adverse event. Safety requested for investigation received at the plant site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concluded all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicated that all required in-process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in-process inspections were performed and all inspection criteria was met. Thermal data for the five day run report all wraps met the required temperature specifications. (B)(4).

Event description:
Case description: this is a spontaneous report from a contactable physician via (B)(6) report number (B)(4). A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j36122, expiration date: nov2017) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On (B)(6) 2015, the reporter stated the patient experienced a 2nd degree burn on the back after 4 hours of application. The patient mentioned the product was too hot. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The evaluation of one retain showed no obvious defects. An evaluation of the complaint history confirmed that this was the first complaint for the sub-class adverse event. Safety requested for investigation received at the plant site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concluded all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicated that all required in-process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in-process inspections were performed and all inspection criteria was met. Thermal data for the five day run report all wraps met the required temperature specifications. (B)(4). Additional information has been requested and will be provided as it becomes available. Follow-up (21jan2016): new information received from a contactable physician includes: impacted lot number of the device. Follow-up (22jan2016): new information received from product quality complaints (pqc) group included: updated suspect product, suspect product expiration date and provided quality assurance (qa) investigation results.

Event description:
Case description: this is a spontaneous report from a contactable physician via (B)(4). A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: j36122, expiration date: nov2017) from an unspecified date for an unspecified indication. The patient's medical history included psoriasis vulgaris, not specified if ongoing. Concomitant medications included paracetamol (paracetamol) from an unspecified date for an unspecified indication and zolpidem (zolpidem) from an unspecified date as needed before going to sleep. On (B)(6) 2015, the reporter stated the patient experienced a 2nd degree burn on the back/flank after 4 hours of application. The patient mentioned the product was too hot. It was reported no long-term damage was expected. Action taken with the suspect product was unknown. Therapeutic measures taken included an unspecified ointment. No surgical procedure was necessary. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The evaluation of one retain showed no obvious defects. An evaluation of the complaint history confirmed that this was the first complaint for the sub-class adverse event. Safety requested for investigation received at the plant site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concluded all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicated that all required in-process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in-process inspections were performed and all inspection criteria was met. Thermal data for the five day run report all wraps met the required temperature specifications. A total of 4,224 pti (pouch leak) tests were performed with two failures. Pouch leak maximum acceptance limit for a sample size of 2045 pti tests is 35 failures. Additional information has been requested and will be provided as it becomes available. Follow-up (21jan2016): new information received from a contactable physician includes: impacted lot number of the device. Follow-up (22jan2016): new information received from product quality complaints (pqc) group included: updated suspect product, suspect product expiration date and provided quality assurance (qa) investigation results. Follow-up (26jan2016): new information received from the same contactable physician includes: medical history, concomitant medication and therapeutic measures taken. Follow-up attempts completed. No further information expected.